Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was completed due to not receiving the reason for explant prior to being returned. The device was subjected to and passed all returned product testing. The device was found to have met specification.

Event description:
Boston scientific received information that this defibrillator was part of a system explant due to infection. No additional adverse patient effects were reported.